Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded non-sustained episodes due to oversensed noise on the ventricular channel. The oversensing resulted in pacing inhibition. The noise could be reproduced with valsalva and deep, exaggerated breathing. The patient was asymptomatic during these episodes.